Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, air was continuously introduced from the sheath. The sheath was not replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.